Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2014. Product type: pump. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding the delivery hydromorphone (7.5mcg/ml, 1.9985mcg/day), bupivacaine (30.0mg/ml, 7.994 mg/day), and baclofen (2100.0mcg/ml, 559.6 mcg/day) in a pain pump. The indication for use was non-malignant pain. It was reported that the patient had increased pain on (B)(6) 2014. The patient reported increased burning, electric like pain, "discussed the possibility of hyperalgesia." Following multiple adjustments in medication without resolution, a catheter access port (cap) contrast study was performed on (B)(6) 2015. The study revealed slow aspiration from the catheter and a possible catheter sheath. The pump was reprogrammed on (B)(6) 2015. The device diagnosis was catheter occlusion. The event was considered to be ongoing and was possibly related to the hydromorphone.